Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility reported a 55 year-old male was implanted with an impella rp flex device for mechanical circulatory support. The impella device¿s introducer sheath was bleeding profusely through the hemostatic seal when the dilator was removed. The dilator was placed back in the sheath to stop the bleeding. Bleeding continues as soon as the dilator was removed. There was no obvious visible damage to the sheath. A new introducer kit was opened to use a new sheath. No issues occurred with the replacement sheath.

Manufacturer narrative:
The investigation for the reported introducer damage has been completed. The 23fr small introducer and dilator were returned for investigation. No damage was noted on the dilator. Upon investigation of the introducer, the clear hemostatic valve was found to be damaged on the blue ring side. As per the provided clinical details, bleeding was reported after removing the dilator from introducer sheath. The issue was resolved with sheath replacement. The cause of the introducer damage issue was a damaged hemostatic valve. D4-updated model number in accordance with updated procedures, section d6 has been revised from the initial submission.